Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited noise resulting in automatic mode switch episodes. The noise was reproducible with arm movements. No intervention was performed and the asymptomatic patient would be monitored.

Manufacturer narrative:
Analysis description: final analysis found abrasion breaching the outer insulation and exposing the outer coil at 9.5cm to 9.6cm from the connector pin. The abrasion was consistent with constant friction to another implantable device.

Event description:
New information indicated the lead was explanted and replaced on (B)(6) 2015. No complications occurred to the patient.